Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were 3 samples observed with poor gel separation and fibrin after centrifugation. There was no patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Poor barrier separation was not observed in the photo provided. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fibrin and poor barrier separation was not observed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on the photo only. This complaint was unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were 3 samples observed with poor gel separation and fibrin after centrifugation. There was no patient impact reported.